Event description:
It was reported that the patient experienced chest pain and received inappropriate therapies. Lead was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.